Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there were no accuracy issues found with the pump. There was no fault found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd legacy 1 pump failed the volume accuracy test by a volume of -9.0%. This product problem was observed during testing.